Event description:
It was reported that during central processing, the fenestrated bipolar forceps (fbf) instrument had the house separated from unit. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter was told the tip broke in sterile processing department.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis (fa). Fa was not able to confirm/reproduce the reported complaint. The instrument was tested on an in-house system and passed the recognition and engagement tests. The instrument moved with full range of motion in all directions. The grip tip opened and closed properly. The instrument passed energy delivery testing in various grip orientations and passed the electrical continuity test. For clarification, the customer complaint was "house separated from unit". Fa, found the instrument to have a broken grip tip. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. Additional observation(s) not reported by site: the instrument was found to have a broken grip at the grip base. A piece approximately 14.02mm x 4.57mm was found to be broken off. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. Common causes of the failure mode broken instrument grips -tips include damage from applying excessive force on the instrument shafts or tips during handling, insertion, usage, or removal. The probable root cause of the customer's initial reported complaint could not be determined based on the information provided and failure analysis results. The probable root cause of broken grip tips and detached fragments is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.